Manufacturer narrative:
Initial reporter phone: (B)(6). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent a left ventricle (lv) ectopy ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis and st segment elevations. The patient has history premature ventricular contractions (pvcs) from left ventricle. At the end of the ablation phase of a left ventricle (lv) ectopy procedure, the patient¿s st segments on surface ECG changes and bp dropped and the patient became unresponsive. A significant pericardial effusion was noted on echo and a pericardiocentesis was performed. The patient¿s vital signs improved and stabilized upon draining of fluid from pericardium. The patient was admitted to hospital with drain in situ. The doctor noted that lv site of ablation was on healthy tissue and cf readings within normal ranges. The physician¿s opinion on the cause of this adverse event is the procedure, the doctor is of the opinion that a difficult transeptal procedure was the cause of the incident. The patient required extended hospitalization because of the adverse event for monitoring. The generator used in the case was a smartablate. A transseptal puncture was performed with an abbott brk 71cm needle, abbot 8.5fr sl1 sheath. There was no evidence of a steam pop. An irrigated catheter was used in the event and the flow setting? 8/15ml. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages observed on biosense webster equipment during the procedure. The force visualization features used were graph, dashboard, vector & visitag with the visitag module parameters for stability were set to 2.5mm/3secs 25% 3g, 3mm tag size with respiratory adjustment and tag index 400/550. The patient fully recovered. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 29-aug-2022, the product investigation was completed. It was reported that a male patient underwent a left ventricle (lv) ectopy ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis and st segment elevations. The patient has history premature ventricular contractions (pvcs) from left ventricle. Device evaluation details: visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device number (B)(6) and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 2-aug-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 23-mar-2022, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30604670l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).